Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that the cassette part of the se tubing cracked and leaked while infusing lipids at <4ml/hr. Tpn was also infusing at the same time, but it was not affected. The lipid infusion was stopped and the set was removed. It was reported the patient did not receive a full dose of his/her medication. There was no patient harm as a result of this event.

Manufacturer narrative:
.